Event description:
Applied a new freestyle libre 3 sensor to my arm as usual. Within several hours started to experience mild pain at the application site. Later in the evening went to bed. Was awoken at 1 am with a low glucose alarm. Noticed my arm hurt more. Tried to go back to bed but another alarm sounded again. I got up to test and shut my phone off. My glucose tested by regular machine was normal. Turned cell phone back on at 4 am as I am on call. My phone could not find sensor and by 5 am my arm was in more pain. App told me to remove sensor. After I removed sensor I noticed the probe is not centered and the filament base of metal is not covered. I have a large painful welt where sensor was located. I am monitoring application site for infection or other problems.